Event description:
On 4 june 2021, a door county medical center representative reported a discrepant assay result the t2sars cov-2 panel (eua) run on t2dx instrument isa46160000100 produced a positive result. Three hours later, a second swab from the same patient tested negative with the t2sars-cov-2 panel on a different t2dx instrument.

Manufacturer narrative:
Door county medical center representative reported a discrepant assay result - the t2sars-cov-2 panel (eua) run on t2dx instrument isa46160000100 produced a positive result. Three hours later, a second swab from the same patient tested negative with the t2sars-cov-2 panel on a different t2dx instrument. The door county representative confirmed that no qc was run on the day that the samples were collected and run, so the false positive was not associated with a qc sample mix up. The run ids were provided to t2 for analysis of the diagnostic files. Pressure data from both runs was consistent with t2dx instrument operation without issue. T2 recommended door county run positive and negative external controls on both t2dx instruments and report any further issues. No further follow up was received from the customer.